Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with high lactate dehydrogenase (ldh) and low haptoglobin. Clinical suspicion of pump thrombosis was relatively low, but log file review was requested to evaluate for power spikes or other abnormal pump function. There were no unusual events recorded in the log file event history. There were unsustained power / flow elevations, but the overall trending was unremarkable. Technical services stated that the overall trending was typically not suspect of thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of elevated lactate dehydrogenase (ldh) with low haptoglobin could not be conclusively established through this evaluation. The submitted log file contained events from 28may2025 through 12jun2025. No significant elevations in pump power were observed. Additionally, no notable events or alarms were captured. The pump appeared to function as intended at the speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.